Manufacturer narrative:
It has been determined that complaint file (B)(6) with a manufacturing report number of 3012307300-2023-06784 is a duplicate complaint entered in error. Please disregard the previous submission(s). Any additional reporting will be conducted under the applicable file.

Manufacturer narrative:
Other, other text: b3 unknown, d3, g1, and g2 email is: regulatory.responses@icumed.comone device was returned for analysis. Visual inspection showed scratched lcd lens and a bubbled dso seal. The tamper seal was broken. Review of the event history log (ehl) showed system faults 44,510. A functional test was performed and the reported issue error code 44510 was not duplicated, however error code 45630 occurred with the device. The cause of the reported issue was unknown. As a result, the main board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 44510. The event occurred testing, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump displayed error code - 44510. No adverse patient effects were reported by the customer".